Event description:
Incident occurred night shift of (B)(6) 2009. Reportedly, staff nurse from nicu called b. Braun nurse educator on call for the night. Reports getting frequent occlusion alarms. Nurse educator discussed how to increase occlusion alarm pressure on pump, explaining this is only to be done if the IV site is functioning with no signs or symptoms indicating need to change site. Staff nurse increased occlusion alarm until setting was over 9. It was then discovered there was a large infiltrate on the foot of this 10 week old infant. One week later (on friday afternoon) infant was transported to anchorage for increased medical care of this infiltrate.

Manufacturer narrative:
B. Braun representative, senior IV therapy specialist, indicated that the pump will not be returned to b. Braun for evaluation. He provided the facility chief nursing officer with information regarding variable occlusion pressure settings. Referring to the instructions for use for the infusomat space, he noted that occlusion alarm pressures have 9 levels from 225mmhg to 900mmhg. The alarm display message "pressure high" alarm means "an occlusion occurred in the system. The set pressure level was exceeded...check if tubing contains kinks or is damaged as well as IV - and filter patency. Increase occlusion pressure if necessary". B. Braun contacted the user facility for additional information. No additional information is available.